Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user's husband reports that his wife was hospitalized twice during the timeframe of (B)(6) 2016 for bleeding from the stoma. The bleeding was reported to have stopped with no intervention. He did state that his wife received two units of blood on the first visit, was discharged and two days later, was given another single unit of blood. He reports the wafer cut into the stoma on the bottom right side of the stoma and when the end user moves or strains to stand up the wafer is cutting into the stoma, more like an irritation than a cut. He also states the doctor said the wafer must have cut a blood vessel.